Manufacturer narrative:
(B)(4). Conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2004 and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh mid urethral sling, and closure of erosion of the vaginal skin and mucosa on (B)(6) 2005 due to possible erosion after mesh mid urethral bladder suspension on (B)(6) 2004. It was reported that patient underwent exam under anesthesia, removal of vaginal foreign body on (B)(6) 2006 due to mesh erosion. It was reported that patient underwent exam under anesthesia, removal of vaginal foreign body on (B)(6) 2006 due to mesh erosion. It was reported that patient underwent vaginal mesh removal on (B)(6) 2006 due to mesh erosion. (B)(4).